Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded electronic assembly. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Motor passed motor test. The insulin pump had scratched lcd window.

Event description:
Customer called to a hospitalization due to low blood glucose. The current blood glucose reading is 203 mg/dl. Customer stated the he fell into the lake during a hypoglycemic event. Customer was unconscious. Customer was transported to hospital by paramedics. Customer stated that the blood glucose reading was over 200 mg/dl, he had drank soda and bolused. Nothing further reported.